Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown. Customer stated display did not returned after insulin pump restart. Insert battery alarm did not display on the insulin pump. Customer was assisted to troubleshoot for blank display but insulin pump was not powering on. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.